Manufacturer narrative:
Concomitant medical product: 5076 lead implanted: (B)(6) 2008; 5071 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead impedance had been steadily increasing and had triggered a warning for high impedance. The lead remains in use. No patient complications have been reported as a result of this event.